Manufacturer narrative:
Zoll has received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that the fully charged autopulse li-ion battery (sn (B)(4) intermittently powers on autopulse platforms. The battery was tested in multiple autopulse platforms, and the same issue happened. The battery successfully charges in an autopulse multi-chemistry battery charger (mcc). No patient involvement.

Manufacturer narrative:
Correction in b5 (describe event or problem). The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
The customer reported that the autopulse li-ion battery (sn (B)(6)) was unable to power up the autopulse platforms. The battery was tested in multiple autopulse platforms, and the same issue happened. The battery successfully charges in an autopulse multi-chemistry battery charger (mcc). No patient involvement.